Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12atm for 10 seconds at first inflation. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft. No kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed signs of tip damage with the distal section flared. Using an encore inflation unit (tested before and after use with druck pressure gauge (g19252), the balloon was inflated to its rated burst pressure (rbp) of 12 atmospheres (atm). The balloon inflated fully and maintained pressure for 15sec, with no leaks noted. A vacuum was applied, and the balloon deflated fully with no resistance. The balloon was inflated to its rbp on three more occasions with no leaks noted. No issues were identified with balloon inflation or the balloon material.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12atm for 10 seconds at first inflation. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.